Event description:
The haptic of this lens was found to be bent when being prepared for use. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.